Event description:
It was reported that the customer experienced issues with their pump, specifically the touchscreen was unresponsive and the screen remained dark. The customer reverted to manual injections for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.